Event description:
It was reported that during an unknown procedure, there were malformed clips. The surgeon noticed that the staples delivered malformed. No more details provided on the incident. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis found that the device was received in good visual condition. Further inspection found that the jaws had become yielded making the device non-functional. It was cycled, fed one conforming clip and ejected the remaining clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. This finding is not related with the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.